Event description:
Pt alleges receiving breast implants on 10/9/80. Pt also alleges experiencing problems with hardness beginning on 11/28/80. Physician's note states bilateral dense capsular contractures.